Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that two (2) hybrid layer capacitor (hlc) batteries, designator bt2 and bt3, on the analog pcb assembly had depleted to zero (0) which prevented the device from remaining powered on. Physio further observed that neither bt2 or bt3 could receive a full charge because they were damaged.  Physio also observed that the device was returned without a charge-pak battery charger installed. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator.  There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the device would not remain powered on in order to charge and shock.